Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured to the correct full length according to specification, though the exposed portion of the soft cannula was observed to be kinked. Inspection of the cannula assembly found no issues with fluid passing freely through the entire fluid path. It could not be determined when or how this damaged occurred. The download data shows no alarms or timeouts during operation that would indicate a failure to deliver insulin. Inspection of the fluid path and needle mechanism found no damages or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined. Small cracks were observed on the top housing of the returned device. It could not be determined when or how this damaged occurred. No evidence of fluid leaking into the pod through these cracks or corrosion were found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site and bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, freedom from hazard alarms and confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels reached 27 mmol/l (486 mg/dl) while wearing the pod between 36 and 48 hours on the hip/buttocks area. The patient noted the cannula had dislodged from the infusion site and was bent. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.